Manufacturer narrative:
Additional reporter information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "cassette not attached properly" after the cassette was removed from the pump. This was reported to have occurred after volume and occlusion tests were completed. No adverse patient effects were reported.